Event description:
It was reported that intermittency and a no-output condition occurred. For the past three months, the patient has no longer been able to hear with his device. A new ap was tried, but the problems remained. Patient was seen in the clinic on (B) (6) 2008. A new ap was tried again and a rtf measurement was carried out, which was negative. When it was pulled strongly on the patient's pinna, a normal amplified sound was back for a couple of minutes.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.